Event description:
It was reported that the pulsavac plus battery leaked and internal battery materials were observed inside the product's packaging. The incident was noted prior to use. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
Device was returned to the MFR for eval. On disassembly of the battery pack, it was found that the anode nail for one battery had ejected, suggesting the battery had overheated and experienced internal crimp release. Such an occurrence would have resulted in spillage of internal battery material and was likely the source of the dark residue found in the packaging tray. It was found during further inspection of the battery pack that the insulation on the black (ground) lead wire was thin/abraded near an area where the wire may have contacted the tab where the white (high power) lead wire was connected, thereby creating a short-circuit, which may have caused the battery overheating. A nick was also found on the insulation of the red (low power) lead wire, though the appearance of burn damage on all 8 batteries suggested the problematic short-circuit occurred between white and black. This notion was further supported by the presence of burn damage on the locking amp terminals of the white and black lead wires, but not on the amp terminal of the red lead wire; the red wire amp terminal had only corrosion from contact with internal battery material.